Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
Analysis of the pump found pump reservoir access issue due to residue before internal decontamination. During the decontamination process, pulling the drug out of the reservoir was found to be difficult, really slow. After decontamination, no reservoir access issues were encountered during the dispense testing. Pump was tested before the destructive analysis and no reservoir access issues were encountered.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, replaced: (B)(6) 2016 product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient experienced a loss of therapy. It was unknown if the loss of therapy occurred suddenly or gradually. A rotor study and dye study were performed; results of tests were not specified. The pump containing pain meds was replaced on (B)(6) 206; the date of the event was (B)(6) 2016. The pump was returned to the manufacturer for analysis. It was being questioned if the possibility of a pump stall had occurred. The patient was without injury.

Event description:
Additional information was received from a consumer. The patient takes oral medications for a preexisting neck condition and thoracic spine issue. On (B)(6) 2016 the catheter got "air locked" and "went bad." The healthcare provider decided to replace the pump because they were replacing the catheter. The pump was alarming around the end of (B)(6) or beginning of (B)(6) in 2016. The patient got an increase in oral medications because she wasn't getting enough medication.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving morphine, bupivacaine, and baclofen from an implanted pump. The indication for use was non-malignant pain and non-malignant pain and other chronic/intractable pain. The patient was taking oral oxycodone at the time off the event. On (B)(6) 2016, during a drug refill, the hcp was unable to aspirate and remaining drug from the pump. The hcp made several attempts and even tried a different refill kit and was unable to aspirate anything. The hcp was able to push drug into the pump after several attempts and several re-entries to the pump with a new refill kit and drug filter. It was reported that a factor that may have led to the event is patient compliance. The patient has let the pump go dry several times in the past [see manufacturer's report 3004209178-2014-15883]. The patient had been scheduled for a catheter and rotor study. The patient was alive with no injury at the time of the report and no patient symptoms were reported. Additional information was reported by the rep on (B)(6) 2016. The patient is having their pump replaced. It was noted that the cause of the empty pump was that the patient had missed or was late for refill dates several times. It was noted that the empty pump had been resolved. On (B)(6) 2016, additional information was reported by the rep. It was reported that a catheter and rotor study were not done. They just tried to aspirate the pump and then pump the drug back into the pump. They got 2 cc of fluid back and could not push drug into the pump, it seemed to be locked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.